Manufacturer narrative:
Please note that based on additional information, the event does not meet reporting cretiria. Therefore, no further information will be forthcoming for this medwatch report. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00270 and 1058196-2011-00271.

Event description:
During a coil embolization procedure assisted with an enterprise vrd, the enterprise (enc451412) would not go into the prowler plus microcatheter. There was no patient injury.

Manufacturer narrative:
Note: lake region lot number 01427239 which is cordis lot number 01427239. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 01427239. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 25 units, which were shipped from lake region medical on october 8, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00270 and 1058196-2011-00271. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.